Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with tvh, bso, cystoscopy, a&p repair. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, infection, urinary problems, recurrence and other.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.